Event description:
It was found that the back rest was cracked on the stair chair which may lead to an unstable chair. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.